Event description:
During shoulder arthroscopy, while using arthrocare ultra vac 90, piece of tip had been either melted or broken. The surgeon inspected the operative are with scope, and there was no piece found in the pt.